Manufacturer narrative:
Omit: concomitant med prod data, a1402 - excess flow or over-infusion (1311), c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer downloaded the event/error log reports from the alaris device to see if there was a possible data entry error at the pump. In additional follow up bd learned that bumetanide 0.25 mg/ml 10mg/40ml ivpb infusion was started on the large volume pump module at 12:17 am. Per the event log, the rate was set at 4 ml/hr and the volume to be infused was set at "28". The rn reported that at after 3 hours, the bag ran dry. The rn confirmed with a second rn that there was an alert in the pump indicating air in the line and that the bag and line was empty. There was patient involvement but no harm. The customer later reported that: "it does not seem like there was a data entry error and the pump did not infuse it inappropriately. I think what happened was the user mistakenly thought the bag was empty and the line was empty when there still medications in them this happen frequently with bumetanide infusion unfortunately".

Event description:
It was reported that the customer downloaded the event/error log reports from the alaris device to see if there was a possible data entry error at the pump. In additional follow up bd learned that bumetanide 0.25 mg/ml 10mg/40ml ivpb infusion was started on the large volume pump module at 12:17 am. Per the event log, the rate was set at 4 ml/hr and the volume to be infused was set at "28". The rn reported that at after 3 hours, the bag ran dry. The rn confirmed with a second rn that there was an alert in the pump indicating air in the line and that the bag and line was empty. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.